Event description:
It was reported that bd intima-ii 383078 leakage. On (B)(6) 2025, after successfully inserting the cannula, the nurse pushed 0.9% sodium chloride into the IV, and water leaked from the end of the extension tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4323693): 1) the products of this batch were assembled at intima ii auto line 2 in dec 2024, and packaged at r240 & cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the extension tubing. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the specific site and abnormal state of the leakage at the extension tubing cannot be identified, the root cause of the leakage cannot be determined.

Event description:
No additional information is available.